Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 300 mg/dl and 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. After realizing elevated bg levels, patient found cannula had not fully deployed as intended; this indicates a needle mechanism failure occurred. As treatment, patient had food and water, and was given insulin.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1729 pulses. No damages or defects were observed that would result in a needle mechanism failure.